Manufacturer narrative:
(B)(4). Additional information: narrative - it was reported that a patient underwent an otorhinolaryngological procedure on (B)(6) 2012 and suture was used. When stretching the suture to remove memory, the suture broke. There were no adverse patient consequences.

Event description:
It was reported that a patient underwent an otorhinolaryngological procedure on (B)(6) /2012 and suture was used. When stretching the suture to remove memory, the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.